Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the balloon had inflated and deflated fine during the preparation, but could not be inflated/deflated inside the patient due to a thrombus that had formed inside the catheter shaft. It is likely that the procedural factors contributed to the reported contributed to the reported deflation issue. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that during the procedure, the balloon catheter was unable to be deflated at the basilar artery. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the balloon catheter was unable to be deflated at the basilar artery.the physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.